Event description:
A customer contacted beckman coulter regarding erroneous hemoglobin (hgb) results generated by the coulter gen-s instrument. The customer indicated that approx 60 low hgb results were reported out of the lab. The hgb results generated by the coulter gen-s instrument were outside of normal range and were in normal range upon rerun on another instrument. The actual hgb results obtained either from coulter gen-s or from another instrument were not provided. Based on available info, there was no change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
Investigation summary (post event): based on conversation with the customer, they stated that none of the erroneous hgb results reported out were critical. A field service engineer (fse) was dispatched to the customer lab. The fse performed a preventive maintenance (pm) to the instrument. The fse replaced cracked vacuum chambers, pinch valves and actuators associated with hgb parameter. The fse replaced ttm shock mounts and failing ctr scope module in analyzer. The fse cleaned hgb cuvette and filter. The fse cleaned vc37 and replaced tubing to it. The fse verified repair per established procedures: the results were within specifications. As of 06/06/06, no further reports of hgb have been reported from the customer. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause was not determined. A malfunction will assumed for the purpose of this report.